Event description:
It was reported that the customer was receiving no delivery alarms during priming the tubing. Customer had a high blood glucose level of 495 mg/dl. Customer changed out the set and treated with the pen. Troubleshooting was performed and customer was advised that the pump was working as designed. Customer will be sent a replacement belt clip, pump, and tubing clamp. Customer stated that his fingers were numb. Customer threw away the cannula and stated that the site was not sore or irritated. Customer was advised to change the entire set, reservoir, and insulin. Customer mentioned that the screen was also scratched and there was a crack on the top right hand corner due to normal wear and tear. Customer found the screen difficult to read due to the scratches. Customer reported that the no delivery alarm was resolved by a set change. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a cracked display window, a scratched reservoir tube window and a cracked belt clip slot.